Manufacturer narrative:
(B)(4). The analysis results found that the device was received partially cycled with the jaws in the closed position. The cycle was completed and the jaws remained closed; the trigger was manually assisted in order to open the jaws; no clip was released. The jaw was noted to be broken at bifurcation; evidence of corrosion was found throughout the broken area. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The orange indicator was over traveled. Please note the indicator wheel failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The most likely failure mode for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device was locked out and the jaws did not open although one clip was left in the device. The device was used on the blood vessel. The device was removed from the patient by cutting both sides of the jaws after firing with another device since the trigger was not returned to home position manually. The clip was fed into the jaws properly. The doctor commented that there was a bit unexpected resistance in grasping the trigger. There was no unexpected noise. There was no torquing or twisting of the device present at the time of firing. The device did not clamp something hard. The device was fired after the event. Another device was used to complete the case. There were no adverse consequences to the patient.